Manufacturer narrative:
G4:02mar2021. B4:02mar2021. H11:g5:k102985. H10: a power management board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
It was reported that the ventilator's display froze and could not be operated using the navigation ring. Reportedly, the end user had to remove the battery to shut down. There was no patient involvement. The issue occurred as the customer clinical engineer was carrying out routine checks (calibration). The service engineer (se) inspected the device. The se found the unit had a faulty touchscreen, the bottom was not responding and bad touch error when attempting to calibrate. No error codes were found in the ventilator diagnostic log. The se replaced the power management (pm) board however the issue was not resolved. The se replaced the touchscreen and the issue was addressed. The unit was tested and returned to use.